Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had an electrostatic discharge (esd) that made the mobile power unit (mpu) shut off. The patient was picking up a rug when this occurred. While in the clinic for evaluation, the mpu was unresponsive to initial troubleshooting. A review of the log file revealed esd-induced pump stops at (B)(6) 2023 at 0546 and two times at 0553 while on the mpu. The third esd event showed that the mpu had lost power and the pump was running on backup battery power. The pump was off for 11 seconds until the backup battery began powering the pump at 0612.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu) losing power and being unresponsive was confirmed via evaluation. A review of the log files contained data spanning approximately 6 days (16mar23 ¿ 21mar23 per timestamp). On 18mar23 at 5:53:52, while connected to the mpu, low power hazard and power cable disconnect alarms activated. At 5:54:01, the alarms transitioned into no external power alarms. At 6:12:47, the alarms cleared after a power cable was connected to external power. No other notable alarms were active in the log file. The heartmate mobile power unit (s/n: (B)(6)) was returned for testing at the service depot. The reported event was confirmed, the unit was unable to power on. The issue was traced to the power supply printed circuit board (pcb). The pcb was replaced, the mpu passed functional checkout, and the unit was returned to the customer. The pcb was forwarded to the product performance engineering (ppe) group for further analysis. The forwarded power supply pcb underwent circuit analysis, and it was found that a transistor was electrically compromised and outputting atypical voltages. Per the provided information, the mpu shut off after an electrostatic discharge event (esd). A root cause for the reported event was determined to be the damaged component on the power supply pcb related to the esd event. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including no external power alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.